Event description:
Channel error alarm. Pump brain from another facility. No harm to patient per nurse, another pump was obtained and cardene started without significant delay. Ok to analyze the pump. There were no issues with the pumps, other facility's bd equipment does not work with any bd equipment we have on our campus as they run different software versions. Brain will be returned to other facility. Patient came from other facility and apparently their pump brains are not compatible with what is used at the main facility. No harm came to the patient and there was another pump available for use.